Event description:
Subsequent to filing of initial medwatch report additional information was received. The proglide plunger was depressed (deployed) on both proglide devices. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported plunger was very loose and it detached from the proglide device body very easily could not be replicated in a testing environment as it based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported event and subsequent treatment appears to be related to procedure circumstance due the plunger not fully depressed flush with the handle during device deployment such that contributed to the observed posterior needle to cuff miss. This may have resulted in the reported plunger was very loose and it detached from the proglide device body very easily as no tension would have been felt during plunger retraction due to the posterior cuff not engaging with the posterior needle. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional proglide device referenced is filed under a separate medwatch report. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 5f sheath after an interventional lower limb angioplasty. Reportedly, the proglide needle plunger was very loose and it detached from the proglide device body very easily. The proglide device plunger was not deployed. A second proglide device was used with the same results. A proglide device from another lot number was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.